Event description:
It was reported that the interface between the stylus pen and the programmer's touch screen was not working properly even after multiple stylus calibrations and a new stylus were tried. The programmer was returned for service. The return paperwork indicated no patient involvement with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display overlay to stylus do not align and will not calibrate properly. Display overlay assembly found out of electrical specification. The programmer will not read a floppy disc. Floppy disc drive found damaged. A printed circuit board found out of electrical specification.